Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Overinfusion. Approx on (B)(6) 2010 at 1437, nurse set pump to run 100ml but pump delivered 200ml. In house investigation determined the nurse keyed incorrect amount (incorrect key stroke). Event occured in oncology. Not sure if it was on continuous or intermittent mode. Pump is being returned to have it serviced and checked out. Set at 100ml per hour; 200ml was programmed in error. There was no patient injury. Patient's age, gender, weight, medical condition is not available. The drug being administered is unavailable.